Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl and the sensor glucose was 56 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose versus blood glucose difference. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.